Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The problem could not be replicated, therefore; the device was sent back to the customer without repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, no picture was shown on the evis eus ultrasound bronchofibervideoscope. There were no reports of patient harm associated with this event.

Event description:
According to the reporter, the event was occurred on (B)(6) 2022, before the examination, as reported by the nurse. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, there was no abnormality in the device and there was no reproducibility. Thus, it was not possible to determine the cause of the phenomenon in which images were not displayed at the facility. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.